Event description:
It was reported that the patient developed an infection. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional information was reported that the patient had abdominal wound infection and the wound was red at pump incision. The medication was adjusted to address the complication. Clindamycin 300mg, 2 po. It was reported the adverse event was not related to device or therapy, and it was related to implant procedure.

Manufacturer narrative:
(B)(4).